Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No unexpected battery power loss and no blank display anomaly noted during test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had blank display. The customer¿s blood glucose level was 110 mg/dl. The customer reported that he was receiving battery out limit alarms during normal use. The customer was assisted in troubleshooting for battery out limit and it was reported that he was able to clear the alarm. The customer reported that the battery cap was neither missing nor damaged. The customer was assisted with troubleshooting for blank display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.